Event description:
In the following article, "facial filler and neurotoxin complications", facial plastic surgery, (2012) 288-293, it was reported that after injection in the glabellar lines with an unk quantity of an unk hyaluronic acid filler there was immediate "blanching: and subsequent "skin discoloration" the next day. "The clinician, citing bruising, prescribed oral arnica montana and ice compresses. The following week, the pt returned with frank skin necrosis of her forehead superior to the injection site on the right. At this point, the clinician recognized the complication at hand" and "once the necrotic area had declared itself, the pt was taken to the operating room, where the affected area was debrided."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Further info has been requested, but not received.